Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was recently in a car accident and was seen for a dye and rotor study on friday, (B)(6) 2016. The hcp report was received on 2016-01-26 and it stated that a dye study was performed when the "reservoir" was accessed and dye was injected. The catheter was found to be patent, however the report went on to say a rotor study was done and the rotor did not move. When asked if the pump's logs showed a motor stall, it was stated that the patient did not come back to the clinic after the procedure. No patient symptoms were mentioned. Additional information has been requested regarding the type of drug in the pump, including dose and concentration; the patient's medical history; concomitant medications; actions/interventions taken to resolve the pump issue; and cause of the issue, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.